Event description:
It was reported that the pt was inserted the PICC line on (B)(6) 2012. On (B)(6), when the nurse did regular maintenance, she found there was bleeding under the dressing, and then after she removed the dressing, she found the catheter was not connected with the connector. Since the catheter was re-modified twice because of the leakage, the nurse changed another set of PICC line.

Manufacturer narrative:
This complaint is confirmed. Received is one assembled 4 fr groshong two piece connector and a loose section of groshong 4 fr catheter tubing. Upon receipt the two piece connector was assembled. Dissecting the distal connector revealed the compression ring missing. No evidence was found that the failure mode reported in this complaint is caused by the mfg. Process. Although the complaint sample failed to perform as intended, there was no evidence that the implicated device failed to meet specification as manufactured. A lot history review (lhr) of revk0713 showed no other similar product complaint(s) from this lot number.